Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 (mg/dl). Reportedly, contact believed that the customer programmed a food bolus prior to eating a meal, and believed that he customer may not have finished eating the meal. Customer consumed a beverage to bring their bg levels back to target range. Troubleshooting with tandem technical support indicated pump was performing as intended.